Event description:
It was reported a device alert occurred. Additional information related to the device function was requested and is not known. The patient¿s family indicated the patient was admitted to the hospital following an event that was described as the patient ¿not feeling well.¿ the family reported the hospitalization was related to the device. The device remains in use and no interventions were reported.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).